Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported difficulty removing the device in the guiding catheter and deflation problem were not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors which may contribute to difficulty removing the device in the guiding catheter include, but are not limited to, manufacturing, balloon not completely deflated, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. In this case, it is possible that the herculink balloon did not have adequate time to fully deflate once the stent was deployed and negative pressure was held, contributing to the reported deflation problem, ultimately causing the reported difficult to remove, however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 7x18 mm herculink elite stent was deployed in the intended location of the subclavian artery. When the delivery system balloon was deflated, it not completely deflate and there was difficulty removing the device from the guide sheath. The delivery system was ultimately removed and there were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.